Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for low blood glucose. Customer's blood glucose was 22 mg/dl. Customer was wearing the device at time of hospitalization. During troubleshooting, there were air bubbles in the set. Customer was advised to change the entire set. Customer will not be returning the device for analysis.